Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. There was no reported blood glucose level associated with the battery issue. Customer reverted to an alternate method of insulin therapy.